Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii could not be used because of an abnormal seal inside the delivery device. The seal was loaded properly but was seen to be abnormal after the plunger was depressed. They did not see any crack. A new unit was used to complete the procedure. The hospital did not report any pt effects. The product status is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned w/o the loading device. The tension spring assembly was inside the delivery tube and the seal was extending out. The seal was folded inwards. There appeared to be a discoloration of two strands, one in the middle, and one on the edge. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon the rec'd condition of the device, the reported complaint "abnormal seal inside the delivery device" was confirmed. (B)(4).